Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A re-intervention was preformed. The physician elected to coil the left common iliac artery and extended the limb with two (2) ovation limb stents. The endoleak was resolved and the patient did well.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, a type 1b endoleak was identified. A re-intervention was preformed. The physician elected to coil the left common iliac artery and extended the limb with two (2) ovation limb stents. The endoleak was resolved and the patient did well. Additional information: there was evidence to suggest left iliac stent cranial migration of 29mm occurred. The stent migration was discovered during review of the 54 month post implant CT (computed tomography) scan.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type 1b endoleak of the left common iliac artery event was confirmed. Additionally, a left iliac stent cranial migration of 29mm also occurred. These events are most likely anatomy related due to significant infrarenal angulation of 50 degrees. The final patient status was reported to be well following a successful endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.